Event description:
It was reported that there was a malfunction during service resulting in loss of oxygen therapy. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The loss of oxygen therapy was suspected to be due to a component leak but the cause could not be identified. Block a: no report of patient involvement. Legal manufacturer: gehc trout - 3114 n grandview blvd. USA waukesha, wi 53188.